Event description:
It was reported that a cgm error occurred. There was no adverse impact to the customer¿s blood glucose level. The customer contacted technical support, who assisted them by providing instructions for a pump reset, successfully resolving the error, and allowing the customer to start their sensor session without further issues.